Event description:
Device 1 of 2. Reference MFR report: 1627487-2013-1658. It was reported the patient was experiencing an intense heating sensation within her body at her ipg site. The patient stated the heating occurs while stimulation is off, on and during charging. The patient also stated she has possible burn marks. The patient was advised to follow up with her implanting physician and a new le charger was sent to the patient to address the issue. On 08/01/2012 st. Jude medical, neuromodulation division, sent field action letters to patients related to heating while charging and raised awareness of this issue to patients. An increase in prior non-reported heating while charging events and other non-reported events was expected.

Manufacturer narrative:
Correction 1627487-12192011-003-r. This ipg serial number was included in a field advisory and a field correction. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.